Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to a kink or clamp in the tubing or the uso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1 email address: (B)(4).

Event description:
It was reported that the pump was in stop mode. The user was instructed to start the pump and an upstream occlusion alarm began to sound. There were no obvious occlusions noted. The battery door was opened and closed but the alarm persisted. Tried this a second time but the alarm returned upon powering up. The device was powered off. The patient had surgery that morning and had returned home 3 hours earlier. A replacement for the pump was issued. The patient did not have any oral pain medications as they were planning to get them the following day, thus the patient was advised to notify anesthesia. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.